Manufacturer narrative:
Method: medical review. Results: per medical review - review of the complaint file indicates that cataract was developed in the (B)(6) patient following icl (-16d) implantation. The patient reported poor vision at right eye (od). Anterior subcapsular cataract was diagnosed about one year post-op with va 20/40. Photorefractive keratectomy (prk) was performed by the same surgeon five month post icl implantation to address astigmatism. The surgeon confirmed there were no inflammation, increased iop or glaucoma post operations. The icl lens and cataract were removed and iol was implanted to address cataract. The prognosis was excellent (ucdva 20/20). The issue was resolved. Even though the position of icl contributes to the development of cataract, aging, surgical technique, external forces such as eye rubbing and trauma, radiation exposure, diabetes and alcohol/tobacco use are also contributing factors. The literature shows that 6-7% of patient develop cataract following icl implantation with only 1-2% progress to clinical significant, especially in high myopes and older patients, which are demonstrated in this case. According to the direction for use (dfu), mild to moderated myopia could be addressed by icl implantation. Correction of astigmatism is necessary for this patient. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported the icl was removed.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported that he did not achieve va he was expecting following icl implantation on (B)(6) 2013. According to the dcr, dated on 2/18/14, prk (refractive procedure) was planned and performed five months after icl implantation to address residual refractive error (astigmatism) and patient was healing from that procedure. The surgeon did not report any adverse event related to the icl. It should be noted, per dfu, "mode of action the visian icl functions as a refractive element to optically reduce moderate to high myopia" and therefore is not intended to correct cylinder as a component of refractive error. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported has lost vision due to the development of a cataract. The patient reported has been prescribed oral medication/eye drops for inflammation inside the eye and for high pressure/glaucoma. The facility reported the date of cataract diagnosis was (B)(6) 2014 and it was an anterior subcapsular cataract. The lens remains implanted. The patient's va post-op was 20/40 and the prognosis was excellent. The facility did not agree with the eye drops for the inflammation inside the eye and the patient has not had high intraocular pressure/glaucoma.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2013. The patient reported has poor vision - 20/40. The surgeon reported the patient had photorefractive keratectomy (prk) surgery performed on (B)(6) 2013 and is still healing from that surgery. The icl remains implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens implanted. Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).